Event description:
Subsequent to the initial report, the following information was provided: after removal of the first clip delivery system (cds), the clip was opened and inspected for damage and to see if any of the steerable guiding catheter (sgc) tip was caught in the clip. There were no obvious signs of damage observed and the clip appeared to function normally. It was confirmed that the clip was open when packaged for return. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for the knot in the lock line can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology / pathology), user technique, or procedural conditions (unintended curves on the device during the procedure). As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that locks are not present on the lock line. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar incidents of knot on the lock line reported for this lot. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the knotting of the lock line may be influenced by the unwrapping technique by the user. In this case, the information provided in the case details stated that the physician removed the cap from the lock lever and the ends of the lock line were easily unwrapped. The lock lines were not twisted during the unwrapping process, nor were the lines twisted prior to, during, or after removal of the red cover. After removal of the red cover, a large knot was observed which knotted both ends of the lock line together. A scalpel was used to cut the knot, and the lock line was removed without incident. Based on the information reviewed and without the product to examine, a definitive cause for the reported knot in the lock line could not be determined. It is possible that following the removal of the red covering, although the two lengths of lock line were not twisted, the physician may have inadvertently twisted the ends of the lock lines due to handling, causing a knot to form. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is being filed to capture the knot in the lock line of the clip delivery system (10291445/06) which required intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 10293525/19) was prepared per the instructions for use (IFU) and advanced, but was misaligned during initial insertion and failed to open in the left atrium. The cds was removed and replaced with cds (10291445/06). The cds was advanced and the clip was positioned. The leaflets were grasped without issue. Deployment was conducted according to the instructions for use (IFU). The cap was removed from the lock lever and the ends of the lock line were easily unwrapped. The lock lines were not twisted during prior to or after removal of the red cover, or during unwrapping. It was noted that the lock line had a large knot in it which knotted both ends of the lock line together. The knot was cut with a scalpel and the lock line could be removed without incident. The lock line was removed slowly. The mr grade was reduced to 1 with the implantation of one clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.